Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed no delivery on three different occasions. The patient's blood glucose was 570 mg/dl. The patient treated via manual insulin injection. During troubleshooting the customer confirmed that the drive support cap appeared flushed. However, the customer was able to prime without incident. The customer was advised to follow their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked battery tube threads and minor scratched display window. Drive support disk was inspected and no anomaly was noted.